Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked at the connection to pn filter while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked at the connection to pn filter while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked at the connection to pn filter while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: disregard concomitant set model 2200-0500 reported in initial submission as it was noted on receipt to be a non-bd primary set (only partial set received, with drip chamber cut off). The report of leaking at the connection was confirmed. Visual inspection showed no obvious damage to the suspect set. During functional testing a slow dripping leak was observed at the female luer. Magnified examination of the leak site revealed a thin, jagged crack spanning the length of one side of the female luer body and continuing through the edge of the luer rim. The root cause of the cracking component has been identified as the gate location in the production mold of the female luer.